Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump got dim light. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform operating currents the displacement and self test or verify back light, low battery alarm and missing segment due to physical damaged to lcd glass. Device received with severely scratched lcd window. (B)(4).